Event description:
During surgery, the threads stripped off in the screw. Surgery was delayed approximately 45 minutes because pieces were retrieved and another screw had to be inserted by free-hand.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.